Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the small battery drive device trigger was not working and the motor made a lot of noise before use on the patient. It was not reported if there was any delay to a planned surgical procedure, or if a spare device was available for use. There was no patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the motor of the device had seized, jammed, and was moving heavily. It was noted that the motor was intermittently jammed and noisy, the triggers were stiff, and the electronic control unit (ecu) wiring was exposed. It was further determined that the device failed pretest for check switching function, and check the triggers and ecu function. Therefore, the reported condition was confirmed. The assignable root cause was determined that to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(4). The manufacturer location was documented as unknown in the initial report. The location has been updated to waldenburg. Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. The device manufacture date was documented as unknown in the initial report. It has been updated to june 15, 2012. The device serial number was inadvertently documented as (B)(4) in the initial report and has been updated to (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.